Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient felt a vibratory alert and presented in clinic. Upon interrogation, it was observed the right ventricular lead had high defibrillation impedance. Programming changes were completed to address this issue. The patient was stable.

Event description:
New information received indicated the right ventricular lead had insulation damage. A fluoroscopy was completed to visualize the damage. The lead was capped and replaced on (B)(6) 2021. The patient was stable.